Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt came back a week later with ipsilateral iliac limb thrombosis (a femoral-femoral by pass was successful to regain flow). The pt went home and came back within another two weeks with paralysis, and a completely thrombosed graft (an auxiliary bilateral femoral bypass was successfully performed). The pt's paralysis went away. It was reported the pt developed an staph infection and a pseudo-aneurysm. The physician believes that the pt would not be able to safely go through the device. The pt was converted to a conventional stent. The physician stated that the unsupported segment on the ipsilateral side was folded on itself. The explanted stent graft was not returned for eval. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results: other - lack of info (the explanted stent graft was not received, there are no films or operative notes available). Inherent risk of procedure (occlusion). Conclusion: other-lack of info (the explanted stent graft was not received, there are no films or operative notes available).